Event description:
Alaris pump alarm sounded, nurse checked and the screen turned red and shut off. No pt injury reported. Heparin per pharmacy protocol, continuous IV. Dates of use: (B)(6) 2014. Reason for use: history of mitral valve replacement, atrial fib.